Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced and the lead was explanted due to an unknown reason. The explanted ipg was discarded by the facility. Additional information was received that during the ipg revision, the lead was not touched and remains implanted in the patients body.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was frequently charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced, and the lead was explanted due to an unknown reason. The explanted ipg was discarded by the facility.